Event description:
Unexpected product returned. Note attached to product "cap was connected to y-site port. Nurse finished flush on main cap of port tubing. Saline and blood squirted out quite forcefully from other cap on y-site. Sprayed pt, nurse and bedside table." There was no pt or staff harm reported and no medical intervention was required. Customer did not provide any additional event or pt information.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.